Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance issue. The lead was subsequently explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).